Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high, out of range pacing lead impedance was received via remote transmission. Review of data showed that the pacing lead impedance had gradually increased over the past four months. A gradual increase in capture threshold over the same time period was also noted. The patient will continued to be monitored.